Event description:
It was reported to gore a 30mm gore® cardioform asd occluder was selected to treat an atrial septal defect with a deficient aortic rim balloon sized to 31mm. Having achieved proper closure of the defect and as no residual shunt was detected, the device was locked and then released. After completely removing the suture, the physician proceeded on the assumption that the device had in fact been fully released and therefore started to gently pull both handle and sheath. Reportedly, it was then however noticed that the catheter was still connected to the right eyelet and the slight pull caused the occluder device to embolize into the right atrium. Therefore, the device was snared using a 26 french sheath. The septal defect was subsequently closed during surgery.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. The device was discarded at the facility. Therefore, an engineering evaluation was not performed.

Manufacturer narrative:
H6, component code: added imdrf codes g04088, g04027 h6, type of investigation: added imdrf code b20 h6; investigation conclusions: added imdrf code d15 adverse events associated with the use of the gore® cardioform asd occluder may include, but are not limited to: device embolization. H6, health effect - clinical code: replaced FDA code 4582 with imdrf code 2403 h6, health effect - impact code: replaced FDA code 4625 with imdrf code f1901. FDA code 4627 was retracted. H6, medical device problem code: replaced FDA code 4003 with imdrf code a010402.